Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that one piece was found fractured from the implant upon opening the area in site #14, a second small piece was fractured upon removal of the implant. After removal of the implant a bone graft was completed and patient will return for additional visits to evaluate for new implant. Per indicates that event caused or contributed to an injury of patient due to implant removal and bone graft.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation (image 1). Visual inspection of the as returned product identified significant signs of damage from use about the threads, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified based on the available information, device malfunction has occurred and the reported event was confirmed.